Event description:
On (B)(6) 2013, the reporter claimed the animas insulin pump has power issues. The subject pump allegedly would lose power each time he changes the cartridge. It was noted the battery cap threads are worn. There was no evidence of product misuse. The issue was not resolved with troubleshooting. There was no reported patient impact associated with this complaint. This complaint is being reported as a malfunction due to the power issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 09/06/2013 with the following findings: during investigation, a review of the pump¿s history showed that the pump had rebooted. The battery compartment was observed to have a crack from threads to case seal. The battery compartment threads were intact with no corrosion. The battery cap was not returned with the pump. A test cap was used to complete investigation. The pump rewind, load, and prime steps were performed with no loss of power. The pump was exercised for 24 hours on a 1 unit per hour basal program with no loss of power. The pump was opened and no corrosion or moisture was found in the pump. Unrelated to the complaint, the display was found to be faded and discolored. A test screen was inserted for evaluation and was found to function properly. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.